Event description:
It was reported that the lesion was located in the mid to distal circumflex with no tortuosity and mild calcification. A non-abbott stent was implanted in the mid right coronary artery (rca). Then, a xience v stent was implanted in the distal circumflex. However, while withdrawing the non-abbott guide wire which had been used for advancing the xience v stent delivery system, the tip of the guide wire became trapped. Then, the 1.2 x 6 mm mini trek balloon catheter was advanced over the non-abbott guide wire in an attempt to release the trapped guide wire tip by inflating the mini trek balloon. However, the 1.2 x 6 mm mini trek balloon catheter also became trapped. The mini trek balloon catheter was pulled during the attempt to retract it, and the shaft of the balloon catheter became separated inside the guiding catheter. The patient underwent surgery to remove the trapped devices. The physician commented that the event occurred due to the operator's mishandling, not due to an issue with the mini trek balloon catheter. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the product instructions for use states that if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. In this case, the device was entrapped and could not be removed, thus removing the devices a single unit could not be performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route, runthrough, guide cath: launcher mach1, stent: xience v, endeavor. Device (B)(4): incorrect removal the customer reported the device was discarded. A follow-up will be submitted with all relevant information.